Manufacturer narrative:
Clinical evaluation performed by medical affairs director: insert revision in tka 2 years after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction. Batch review performed on 21 february 2019. Lot 146660: (B)(4) items manufactured and released on 21 january 2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Gmk revision performed 2 years after primary surgery, due to instability caused by laxity. The surgeon revised the 12mm poly with a 17mm poly and the surgery was completed successfully.